Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred.. The leak was visually observed and there was a cracked header. Estimated blood loss was 200 cc's. Patient had no adverse effects. Sample is not available; sample was discarded.